Manufacturer narrative:
Initial.

Event description:
It was reported that the caller paired a freestyle libre 3 plus sensor to the libre app and not the ilet, confirmed with a "sensor in use by another device" alert, and was advised a new freestyle libre 3 plus sensor must be placed and paired directly with the ilet. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of user-provided information. Investigation of this case revealed an interoperability problem consistent with use of an incorrectly configured sensor, and no specific device component term was applicable. It was concluded, based on previously established findings for similar reports, that the cause was traced to unintended user setup error.